Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 172mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm. The device was received with cracked case at lcd window corners, reservoir tube, lip, battery tube threads, and scratched lcd window.